Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having pain. The patient is in pain since they fell around (B)(6) 2017. The caller stated that the patient thinks the machine moved. The patient was trying to charge and it didn't work the same and having more trouble finding them. That is why the patient thinks something had moved. The patient is able to get the connection, but it takes a while. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient on 2017-jul-20. It was reported that the patient had an appointment with their healthcare provider where they had an x-ray. The results of the x-ray were not in at the time of the report. The patient planned to set up another appointment to have the ins checked. Additional information was received from a healthcare professional (hcp) regarding a patient on 2017.-sep-29. The caller stated that it does not work and has not been charged. Technical services explained how to recharge but the caller was not with the patient. The caller does not know how long it has been since they recharged as they do not have the patient¿s history. They are just trying to help the patient out. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was unable to recharge and was having issues with communication since (B)(6)2017 or (B)(6)2017. Antenna locate was performed and the value were very high (100+) and then would drop down to 10 without the patient or the ins recharger moving. It was noted that the patient lives in a psychiatric hospital and was unable to recharge on their own. No further complications are anticipated.